Event description:
Pt had groshong catheter removed. Part of the catheter was not attached to the port. X-rays confirmed that piece of the catheter in the right ventricle. Cardiac cath procedure successfully performed to snare broken the broken catheter.